Event description:
It was reported the patient experienced a loss of therapeutic effect. The patient was able to turn on and off but received triple beeps when increasing and decreasing. The patient was in a lot of pain. The patient was admitted to the clinic because of the pain and then returned home. The next day, the patient was in too much pain to travel to see the physician again. Three days later, the patient was unable to adjust the stimulation with the patient programmer. The device was powered off. Green lights were on for the neurostimulator and 9 volt battery but nothing was on for if the device was on or off. The patient replaced the batteries. The left and right switches were in the right place. The patient received several beeps when trying to turn the device on. The patient was seen by the manufacturer representative and the physician. The patient was in a power on reset (por) condition due to a depleted neurostimulator. The neurostimulator was reset. The patient had pain in the pocket area. The patient was hospitalized and released. The patient received minimal stimulation. The battery was low. The patient was scheduled to see a neurosurgeon to discuss battery replacement. Additional information has been requested from the hcp, but was not available as of the date of this report.